Event description:
Customer reportedly obtained results of 370mg/dl and 150mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.